Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), experienced rapid charge depletion of the device's battery. The patient noted that the implant was about half charged after recharging the previous night, but it would deplete by the following afternoon. The patient had to recharge the implant more frequently than before. During troubleshooting, the agent guided the patient through a controller reset, which successfully powered the controller back on. The patient inspected the recharger for visible damage and found none. A charge session was initiated, initially showing no device found, but upon retrying, the implant was recharging excellently at 50% and later increased to 60%. The equipment was reviewed and found to be working as intended, with the recommendation to monitor the issue. The patient was advised to contact their healthcare provider for further evaluation of the implant's charging issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.